Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) exhibited an abnormal arterial pressure waveform, which was overshooting and not measurable. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and cleaned the light source and cleaned the contacts of the fiber optic module. A running test was carried out, the problem did not reoccur and the product was returned. All functional and safety test performed. No harm reported.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) exhibited an abnormal arterial pressure waveform, which was overshooting and not measurable.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation findings).